Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to a skin flap breakdown and subsequent infection. The device was explanted on (B)(6), 2010. There are currently no plans to reimplant the patient with another device.